Event description:
A malfunction alarm occurred, identified by malfunction code "malf 0", but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and to call back if the malfunction code reappeared. The customer acknowledged and understood the instructions.